Event description:
T was reported that the patient with this cardiac resynchronization therapy defibrillator (crt-d) had lost consciousness approximately five times. The patient was admitted into the hospital for further evaluation. It was alleged that the device did not pick up or kick in until after the fact. The patient advocate was referred to the patient's physician. This product remains in-service.